Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results not fasting range from 75 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call not fasting ((B)(6) 2015; 3:35pm) with results of 434 mg/dl and 430 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 12/31/2015 and open vial date is (B)(6) 2015. Recall test results performed not fasting from meter memory: memory 1:434mg/dl (B)(6) 2015 03:48:51 pm. Memory 2:434mg/dl (B)(6) 2015 03:47:51 pm. Memory 3:365mg/dl 03/11/2015 05:47:51 am (fasting). Memory 4:362mg/dl (B)(6) 2015 02:56:51 pm. Memory 5:289mg/dl (B)(6) 2015 09:50:51 am. Adverse event not reported.